Manufacturer narrative:
As received, only the connector end measuring 9.7 cm of the lead was returned in one piece for analysis. Electrical testing and visual inspection did not found anomalies except procedural damage. Correction: concomitant medical products and therapy dates should have been reported as shown in this supplemental.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.